Manufacturer narrative:
The complaint of skin inflammation during use of this catheter was inconclusive because this failure mode could not be tested in the bas laboratory setting. The product returned for evaluation was one 6.6 fr single-lumen broviac catheter. The surecuff was found attached to the catheter and appeared relatively free of usage residue with slight yellow discoloration. The sample otherwise appeared unremarkable and no manufacturing related abnormalities could be seen. The sample was patent to infusion using water from a 12 ml syringe with no leaks found when pressurized. Tactile evaluation of the catheter was unremarkable. Microscopic examination of the catheter was unremarkable and did not reveal any defects or deformities that could have contributed to irritation or inflammation. Tactile evaluation of the surecuff confirmed that it was firmly attached to catheter. Microscopic examination of the surecuff revealed that it was completely intact and secured to the catheter. The dacron material showed a complete wrap with no gaps. No separation between the cuff and catheter tubing could be observed. No damage or defects to the surecuff were observed. Improper placement or securement of the catheter can result in catheter movement, which has been demonstrated to contribute to mechanical phlebitis. Bas maintains a validated sterilization cycle to ensure that bas product is sterile upon receipt, so long as the integrity of the manufacturer's sterile seal has not been compromised. The instructions for use (IFU) addresses these tissues as possible risks/complications. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2014, the catheter was placed in a (B)(6) year old female patient via the right internal jugular vein. About a month later, the patient allegedly developed skin inflammation. On (B)(6) 2015, the catheter reportedly became dislodged inadvertently.